Event description:
It was reported that the patient had a malleable penile prosthesis explanted and replaced with a spectra due to patient dissatisfaction of the incorrect location. Boston scientific has been unable to obtain additional information regarding the circumstances.